Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number case-(B)(4) (meter and test strips). Lancing device was not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on 01-dec-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition has not improved and that she is still feeling shaky. Customer stated she was going to see her doctor to find out what is causing her symptoms. Note 2: manufacturer contacted customer in a follow-up call on 02-dec-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had gone to the hospital the day prior and her blood pressure had been low; they did not test her blood sugar. Customer was given medication for her blood pressure and was discharged the same day. After discharge, customer stated her cardiologist had informed her it was probably the medication for her blood pressure that caused the symptoms and that she should take medications with food. Customer stated that is not sure it is really the blood pressure and sated that she needs to check her blood sugar to make sure. Note 3: manufacturer contacted customer in a follow-up call on 06-dec-2022 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer called for training on how to use truedraw lancing device. Customer stated that the lancing device was not working properly - customer stated that she has to pull back the arming barrel several times to lance her finger. During the call, a blood test was performed by the customer non-fasting and produced test result of 131 mg/dl; customer was unsure if this was a good result for her; reference internal report (B)(4). At the time of the call the customer reported symptoms of dizziness and feeling shaky. Customer stated due to the symptoms she had called the hospital that morning; customer let them know she was not diabetic and they had recommended she test her blood glucose.

Manufacturer narrative:
Sections with additional information as of 22-feb-2023: d2: product code updated from ¿nbw¿ to qrl and common device name updated. From ¿system, test blood glucose, over the counter¿ to lancet, blood. D9: device available for evaluation. G4: updated PMA/510(k)number. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: lancing device was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause updated from ¿mlc-028: there was not enough information to determine the mlurc¿ to mlc-073: user not familiar with system IFU.